Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was no further diagnostic action taken. The patient was seeking a second opinion for a system revamp.

Manufacturer narrative:
Concomitant product: product ID 3998, lot # v007565, implanted: (B)(6) 2006, product type lead.

Event description:
The manufacturer representative reported that impedance measurements were taken at .7v and contacts 8 and 9 were greater than 10000ohms while other contacts were showing high 5000. Group impedance for group a was run and it was noted as greater than 4000ohms. Impedance was run again at 3v and it was found that contacts 0 and 2 were 5831ohms, 0 and 3 were 974ohms and 2 and 3 were 5279ohms. The implant was on and the patient stated that on (B)(6) he got out of a barber chair and that was when the lack of therapy began. The patient reported that he had the stimulation come back briefly since then but was currently not feeling stimulation even when turned up to 10.5v. The change in therapy or symptoms was considered sudden. The patient was going to be scheduled for a CT scan. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.